Event description:
A high readings issue with the abbott diabetes care (adc) device was reported. The customer received an unspecified higher sensor scan result compared to an unspecified reading obtained on a competitor brand meter. It is unknown whether the customer noted a trend arrow on the device. The customer experienced tremors and a loss of consciousness, but was able to self-treat by administering "excessive" humalog insulin (dose unspecified) for treatment. Subsequently, the customer experienced an unresponsive episode and received third-party treatment of chocolate from a non-healthcare professional (non-hcp). There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Physical investigation of product is not anticipated as reporter indicated device was discarded. Investigation will be performed per adc's established processes and procedures, and a report will be submitted upon completion of investigation activities. All pertinent information available to abbott diabetes care has been submitted.